Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all tubes of the pump. The detachment end of the longer exhaust tube showed surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump. A partial separation with abrasion adjacent was noted on the exhaust tube of cylinder 1 near the tube/strain relief junction. This was not a site of leakage. The detachment end of the exhaust tube of cylinder 2 showed surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the exhaust tube of the cylinder to separate the tubing. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was revised and replaced due to an inability to inflate the prosthesis. After the device was replaced, it was noted that a cut was found in the tubing.